Manufacturer narrative:
(B)(4). Additional manufacturer narrative: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, CABG and an attempt to place an impella were done which resulted in serious injury. The device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4). Reference MFR # 2015691-2017-01483

Event description:
Was carefully seated below the left main coronary ostia. The right coronary artery could not be seen. A coronary artery bypass was performed. A pacemaker was placed and the patient was weaned off from bypass. At the end, an attempt was made to insert an impella in the left groin; however, it was near the end of the patient¿s clinical course. The impella could not be placed across the valve and the patient was pronounced dead.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.